Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The user facility was notified of the event on (B)(6) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Event description:
It was reported that patient underwent a revision procedure on (B)(6) 2011, due to a tunneloc fixation device having migrated from the tibial tunnel.